Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 with a high blood glucose level of 694 mg/dl. She was not feeling good. The customer experienced a hyperglycemic event. The customer was put on shots and was sent home. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump had a keypad anomaly. The act key would not respond and let her clear the auto-off alarm. The customer was also having issue with no delivery alarms. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.